Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The insulin was suspended twice due to the low sensor glucose. The customer¿s blood glucose level was 140 mg/dl while the sensor glucose value was 44 mg/dl. The low suspend limit in sensor setting was 50 mg/dl. The other threshold suspend event occurred when the customer¿s blood glucose level was 142 mg/dl while the sensor glucose value was 50 mg/dl. Troubleshooting was performed. They were advised that they may have a site issue since two sensors had similar issue in the same area. They will be sent a replacement for their sensor. The product will not be returned for analysis.